Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center surface digital interface connector is intermittent and cutting out. The issue occurred, during preparation for use before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is surmised that the image cut out intermittently because the connection status became unstable due to the damage and looseness of the serial digital interface connector pins. Olympus will continue to monitor field performance for this device.